Event description:
Forty four-year-old female had implants placed in 1978, replaced in 1984, and again in 1991. Left implant shown on mammogram to be ruptured plus pt complaining of problems with left hand. Pathologist describes right implant as intact, but left as ruptured with capsular tissue showing a foreign lipid-like substance consistent with silicone and surrounding chronic inflammation and fibrosis. No identifying info found regarding MFR/brand of implant.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.